Event description:
In 2008, I underwent surgical removal of defective medtronic insync sentry defibrillator/pacemaker with multiple fracture leads, due to recall by medtronic computer roading eol, generator defect and battery depletion with multiple fracture leads. I was informed prior to surgery of repair and or replacement of unit, instead I only received a defibrillator with need for further surgery to replace pacemaker. I have ongoing damages and complications as a result of long term past negligence in regards to my care and lack of... Damages and injuries sustained on but not limited to seizure suffered during injection of efrin, which went untreated in 2007. Causing multiple lead fracture, multiple ER visits and office visits, all informing of multiple lead fracture and device damage... Resulting in ER admission due to multiple shocks, eventual cardiac catheterization with no anesthesia and no drip ever administered. Leaving a defective unit and multiple fractured lead, and possible capping of lead without anesthesia... I believe this was abusive and illegal surgical treatment of my person and caused damages. There are other past issues of negligence and possible abuse in regards to my medtronic unit and leads... I am requesting intake and consultation in regards to possible representation in numerous civil issues. Diagnosis or reason for use: cardiac rythym. Event abated after use stopped or dose reduced: no.